Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 320 units of insulin during the load sequence. Reportedly, the customer was using cold insulin, over-filled cartridge, and did not remove residual air from cartridge. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 353 mg/dl.